Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was using cold insulin. A new cartridge was loaded to resolve the issue. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.